Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pah367-9702h and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. *when did the issue occur; (suture needle disconnected from the suture strand) in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? *name of the procedure? *date the event occurred? *is device available to be returned for analysis? Note: events reported via mw # 2210968-2019-90051.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture needle disconnected from the suture strand. There were no adverse patient consequences reported.